Event description:
Info rec'd indicates the siderail will not latch in the up position.

Manufacturer narrative:
The technician found the left intermediate siderail center arm was broken. He replaced the center arm to repair the bed.